Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had delivered two boluses prior to the low. Customer drank coffee to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.